Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was attempting to bolus and the insulin pump alarmed no delivery. Customer's blood glucose was 417 mg/dl, treated with the device. Alarm was resolved with a complete set change and was unable to troubleshoot. The device was functioning after set change. No further information reported.